Manufacturer narrative:
On (B)(6) 2020, this complaint has been identified as a duplicate of (B)(4), and (B)(4). This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this file. On (B)(6) 2020, it was reported to mentor that this event was also reported via a medwatch form mw5097302. The date problem observed was 01/01/2019. The patient experienced left side capsular contracture, right side deflation. The date of implantation was (B)(6) 2006. Removed patient code "cutaneous contour deformity" from the right breast implant. The patient reported : ¿pain leaking rippling, bubbling leaking incapsulating, flu like symptoms, pain in right breast, daily right breast way worse, two inches no higher than right.¿ manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a mentor smooth round moderate plus profile 450cc on the left breast and with mentor smooth round moderate plus profile 500cc on the right breast and suffered from ¿bilateral rippling, left is leaking, deflating little by little, right is rippling really bad and has bubbles, right is starting to hurt if she sleeps on it, any pressure causes pain, implants are making her sick and crawling up her skin.¿ at the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.